Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Event description:
It was further reported that the patient experienced a sudden onset of chest, jaw and bilateral arm discomfort and shortness of breath. The patient was brought to the emergency room and an EKG suggested an acute inferior myocardial infarction and st segment depression. Emergency cardiac catheterization revealed a 100% stenosed mid right coronary artery (rca). Access was obtained via the right femoral artery and a 3.0x20mm maverick balloon was used for predilation. A 3.5x24mm taxus express2 stent was then deployed in the lesion at 17atms, leaving 0% residual stenosis in the distal rca. After recanalization of the vessel the patient noted abatement of his chest discomfort. Following recanalization transient bradycardia and brief accelerated idioventricular rhythm was identified; IV atropine was administered at once. A mild drop in systolic pressure was noted transiently which responded to atropine and IV fluids. The procedure was successfully completed with timi 3 flow and no patient complications. Six months later, after undergoing sleep apnea and nasal surgery, the patient had a post-operative myocardial infarction along with chest pain and acute st segment elevation. It was noted that the patient had discontinued plavix eleven days prior to the sleep apnea and nasal surgery. The patient was intubated and brought to the cardiac catheterization lab. Access was obtained via the right femoral artery and angiography revealed an occluded rca and a temporary pacemaker was advanced. A thrombus aspiration catheter was used which re-established flow temporarily; however, recurrent thrombosis was noted in the region prior to total occlusion. Following extensive aspiration of the thrombosis, a filling defect was noted proximal to the stented region in the mid rca and it was decided to proceed with intracoronary stenting. A 5.0x32mm express stent was deployed distally in the lesion at 14atms for 30 seconds. An additional 5.0x28mm express stent was deployed, overlapping the proximal portion of the previously placed express stent. The stented region was post dilated using a 5.0x15mm quantum balloon at 16 - 20atms using multiple inflations. Angiography was repeated and an excellent result was obtained with no significant residual stenosis and timi 3 flow in the distal vessel. The patient was taken back to the cardiac care unit in stable condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unk. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(4).